Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a blower temperature too high inop (inoperative) occurred. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. It was reported that the ceiling collapsed on the ventilator. The ventilator was run for a short time and the blower temperature too high inop occurred. The unit was then run in diagnostic mode with nothing on the patient outlet and the blower operated as expected from 3000 to 30000 rotations per minute (rpm) with blower temperature steady at 23 celsius (c). The remote service engineer (rse) advised the customer to replace the blower and provided the customer with the part number of the blower to order and replace.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.